Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that a patient presented in-clinic for an unrelated procedure. Upon examination, the patient's right atrial (ra) lead was found to have dislodged, while attempting to reposition the ra lead, the lead helix was unable to extend. The ra lead was explanted and replaced on (B)(6) 2022. The patient was stable throughout.